Manufacturer narrative:
Pr (B)(4) follow up. It was reported there was a print error. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a packaging blister top web and a syringe in its packaging blister. From the photo, it appears the syringe has a has skewed syringe barrel scale printing. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 302832, lot 3298199. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Print error.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Print error

Event description:
No additional information received: print error.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there was a print error. To aid in the investigation, one sample in a sealed packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel scale is skewed. The photos show a packaging blister top web and a syringe in its packaging blister. From the photo, it appears the syringe has a has skewed syringe barrel scale printing. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number: 302832, lot: 3298199. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.